Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket revision was performed due to suspected infection. During the surgery a hematoma was noted and addressed. The physician elected to explant the entire system. The patient was in stable condition before, during and after the procedure.